Event description:
It was reported that the edges of the sculp were flaking off into the cement. The blue color from the sculp transferred into the cement. The staff pulled the flakes out of the cement and continued with the procedure. The physician used this cement on the pt. There have been no reported adverse consequences related to the event.

Manufacturer narrative:
The device will not be returned to the MFR for eval.